Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 29mmol/l. It was stated that the customer's glucose level did not lower even with a big bolus amounts. It was stated that the infusion set was changed and the cannula was bent, but the device did not alarm no delivery. The infusion set was changed without results. Troubleshooting was performed. The time, date, and settings in the insulin pump were correct. Ran a high pressure test and the test failed twice. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.